Event description:
Patient reported to nurse that he heard a loud "pop" and his ambu action pump "exploded". Bag containing ropivacaine 0.2 percent, 600 ml ruptured. No harm to patient. Unfortunately, leaking product was placed in ziplock bag and lot number has worn off. However, we have had a second event and were able to record the lot number on that product.